Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 08/01/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2016 with the following findings: during investigation, a review of the pump alarm history showed multiple cs 064 call service alarms with high force had occurred due to occlusion during prime. The pump powered on and displayed the verify screen. During testing, the pump performed the prime steps successfully and the pump was exercised for 24 hours on a 1 u/hour basal rate with no call service alarms occurring. The pump was opened and no intermittent conditions were found on the motor flex. The original complaint of a call service alarm issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the bolus button was torn in the center. The bolus button responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.